Event description:
MFR received a report from a user facility of a pt who was found with his head between the vertical uprights of a bed side rail, which was in the up position. A medical examiner stated that the pt died as a result of accidental asphyxia. No one witnessed the incident and the administrator stated that there was no malfunction of the side rail.